Event description:
The customer reported the sys had the screen black and filament regulator failure message displayed. The fe noted the sys had a pre-charge error. The pre-charge voltage error will likely prevent the sys form booting. There was no pt injury or death reported.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The battery pack was replaced during the svc call. The sys was tested and found to be working as intended and put back into svc.